Event description:
On (B)(6) 2013, it was reported to animas that allegedly the up arrow button was intermittently responsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: the up keypad button was unresponsive to testing. All other keypad buttons responded when tested. The keypad was intact with no damage or peeling. The keypad was removed and contamination was observed solely under the up keypad button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.